Manufacturer narrative:
Medical device: d224trk ICD implanted: (B)(6) 2014.

Event description:
It was reported that the right atrial (ra) lead was intermittently undersensing, and small p-waves were observed. The ra lead remains in use. No patient complications have been reported as a result of this event.